Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Patient year-of-birth was 1972.

Event description:
The patient experienced bleeding on the access point. It was reported that a faradrive steerable sheath clear was selected for use during a clinical procedure. One day after the procedure, it was noted that the patient has bleeding at the puncture site, and they were hospitalized for monitoring before returning home. No further information was provided. Product return is not expected.

Manufacturer narrative:
Patient year-of-birth was 1972. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a risk review performed for the faradrive steerable sheath clear device confirmed that the events of hemorrhage is known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of hemorrhage is a known inherent risk of the faradrive steerable sheath clear device. Hemorrhage is an expected procedural complication addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
The patient experienced bleeding on the access point. It was reported that a faradrive steerable sheath clear was selected for use during a clinical procedure. One day after the procedure, it was noted that the patient has bleeding at the puncture site, and they were hospitalized for monitoring before returning home. No further information was provided. Product return is not expected.